Event description:
The customer oes elite high definition autoclavable telescope was returned to the olympus (osh) repair center for a reported defect in the image, ¿the edge of the image is abnormal¿. The customer reported event was found at reprocessing. There was no delay, and the facility finished the procedure with the same equipment. Upon inspecting and testing, a loose component on the eyepiece was identified, the eyepiece was detached. No death or injury and no impact to patient or other was reported to olympus. This report is being submitted to capture loose component on the eyepiece.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue, the image is blurry due to a detached eyepiece. The scope was last repaired on july 6, 2022 for a blurry image/bent rigid outer tube. The investigation is still ongoing; therefore, the root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.